Event description:
It was reported that during a prostate procedure, the first fiber failed with "lowering the efficiency of vaporization". The procedure was continued with a second fiber and it too failed, reason for failure was not provided. No further information was available. The procedure was completed with an "rtu" patient outcome: no injury to the patient reported.

Manufacturer narrative:
(B)(4). Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap is partially fractured distal to glue zone at the bevel section; the fiber/glass cap distal part is detached and not returned; the distal part of the fiber is blackened and bent; the distal end of the shrink tubing is melted and/or missing. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.